Event description:
The patient received two leads from the same lot number. It was reported the patient stopped using and charging the system over 5 years ago. It was reported the patient did not receive effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.